Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to verify for operating currents including low battery, battery out limit or off no power alarms due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube window, cracked battery tube threads, a crack pump belt clip slot and a scratched reservoir tube window. No moisture damage was noted inside the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and failed battery test on the insulin pump. The customer's blood glucose was unknown. The customer stated that he fell in a creek and the pump got wet and it alarmed button error. The customer stated that he tried to clear it but the pump alarmed battery out limit. Customer was advised to discontinue use of the device and to revert to a backup plan.